Event description:
Boston scientific received information that this product was part of a system revision due to infection. It was noted that the lead was damaged during the explant procedure and was discarded by the hospital staff. There were no additional adverse effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.